Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they received compromised force sensor system alarm on their insulin pump. The customer states the pump was given to her after her uncle passed away, and the pump was never registered under her name. The customer was advised the pump was out of warranty and assisted in quickest way to receive pump upgrade. The customer was advised to take broken pump to pharmacy or clinic, and try and get a hold of needles for backup plan. No further assistance provided at this time.